Event description:
Per the audiologist, a post operative x-ray and a CT scan showed the electrode array was not in the cochlea. Explanation/reimplantation plans had not been reported at time this report was filed on july 17, 2008.

Manufacturer narrative:
This is a final report.